Event description:
A us distributor contacted zoll to report that a patient developed a red skin irritation and a blister on their back from the lifevest equipment. It was reported that the patient has scoliosis which causes the electrodes and wires not to properly be placed on body and they dig into patient¿s back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician discontinued the lifevest due to irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.